Event description:
The surgeon reported that the vitrectomy probe was not cutting. The surgeon stated the probe was switched and the procedure was completed. There was a delay while another pack was opened to use a new cutter. No pt injury was reported. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B) (4). (B) (4). (B) (4).